Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for femoral neck fracture. When a locking screw was inserted after inserting a fns bolt, the locking screw was found to be inserted out of the hole, so the locking screw was removed with the torque limiting attachment. The torque limiting attachment was disassembled by turning counterclockwise only once. The surgeon used another device and inserted the remaining screw. The operation time was prolonged for five (5) minutes due to this event. Surgeon commented that a torque limiting attachment is structured in a way that it can be disassembled, but the surgeon wonders if a single counterclockwise action could cause it to disassemble. No further information is available. This report is for one (1) unknown fns locking screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This report is for an unknown fns locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.